Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed as it did not work due to fluid loss. A new inflatable penile prosthesis was implanted. No patient complications were reported.